Event description:
During a laminotomy and facetectomy, the doctor was using the hall osteon angled handpiece in conjunction with a cutting bur mfg by someone other than hall surgical and the bur bounced. The doctor noted a piece of the facet bone which was attached to the dura had separated or came loose causing a tear in the dura.